Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 500 mcg/ml of clonidine at 80 mcg/day; 20 mcg/ml of bupivacaine at 3.2 mcg/day; 600 mcg/ml of baclofen at 97 mcg/day; and 6 mg/ml of dilaudid at 0.96 mg/day, via an implantable pump for non-malignant pain. It was reported the patient had a procedure to reposition their pump on (B)(6) 2018. No further information was provided regarding the procedure.